Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose support disk.

Event description:
It was reported that the insulin pump alarmed during the prime rewind process. The current blood glucose reading is 491 mg/dl. Customer has treated blood glucose with the insulin pump. Customer stated that the drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.